Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the atrial lead exhibited high capture threshold and low pacing impedance. Insulation damage was suspected. The reported lead was capped and replaced on (B)(6) 2023. There were no patient cosequences.